Event description:
It was reported the patient presented to technical services with shortness of breath due to the pacemaker not increasing the pacing rate during exercise. No changes or interventions were reported. The patient condition was unknown.